Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that opened the tubing in question and found that it does have a port close to the IV connection site but it is a pigtail that can be easily disconnected. Upon opening the tubing that pigtail piece was already disconnected inside the packaging. They have a feeling that the pigtail was disconnected when pre-op staff pulled the tubing out of the package and didn't realize it. They spiked the bag and proceeded in starting the patient's IV and hooked the tubing up without the pigtail in place.

Manufacturer narrative:
It was reported by customer that the infusion set separated. One photo was received for quality evaluation. Visual evaluation of the photo shows a male luer and female luer separated. The customer complaint of separation is confirmed. A root cause analysis could not be conducted based on the photo not being clear and a physical sample for the reported failure being provided. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.